Event description:
It was reported that the patient presented with inappropriate mode switching due to far r-wave oversensing. Programming changes were made and the patient would continue to be monitored.

Manufacturer narrative:
(B)(4).